Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with a bolus. The customer stated that they changed the battery and placed in a new one and the pump would not turn back on. The customer reported no led light flashing on charger. The customer declined to troubleshoot for high readings. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Device passed all operating currents tested within the specifications range and passed off no power test. Unable to confirm charger anomaly due to pump received without charger. Device was received with cracked reservoir tube lip and minor scratches on display window noted.